Event description:
It was reported the patient had a lack of efficacy and had turned their device off in (B)(6). The patient did not want the device replaced. Intervention involved explanting the entire system. The etiology was due to the programming and was noted as related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v890309, implanted: (B)(6) 2012, product type: lead. (B)(4).